Manufacturer narrative:
(B)(4). Concomitant medical products: cell-dyn sapphire hemoglobin syringe, list # 8h49-02 this follow up MDR for remedial correction 2919069-8/6/07-004-c is submitted late. The cell-dyn sapphire hemoglobin syringe, list number 8h49-02, was manufactured on (B)(4) 2007 and was identified by the (B)(4) to have been manufactured with insufficient or inconsistent amount of silicone lubricant applied to the tip of the syringe plunger. The affected syringes with a package date of (B)(6) 2007 through (B)(6) 2007, caused the cell-dyn sapphire analyzer to generate an error message upon installation of the syringe or shortly thereafter. The cell-dyn sapphire hemoglobin syringe was distributed for the cell-dyn sapphire analyzer only and did not impact other cell-dyn analyzers. The issue was resolved when a new cell-dyn sapphire hemoglobin syringe, list 8h49-04, was manufactured by a (B)(4) and released for distribution on (B)(4) 2009.

Event description:
The customer contacted abbott regarding hemoglobin syringe "fail to home" errors generated from the cell-dyn sapphire hematology analyzer. The error message occurred at least six times although the customer replaced the syringe twice without resolution. The customer verified the replacement hemoglobin syringes have been installed correctly with no leaks, bubbles, or deposits. The abbott customer technical advocate (cta) instructed the customer to clean the syringe and install the new cell-dyn software. The cta sent replacement syringes to the customer. Additionally, the cta instructed the customer to install one of the replacement syringes and monitor for any error messages, then compare results to another analyzer in the customer's laboratory. The customer reported there was no impact to pt mgmt.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.